Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. The patient had completed their treatment and upon removing the supplies, fluid was found in the cassette compartment of the cycler. The patient proceeded to complete their end of treatment steps and powered off the cycler. The cassette used at the time of the leak was discarded. Later that day, the patient attempted to initiate their next therapy with the cycler and it was reported that they couldn¿t get the cycler to work. A technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. A replacement cycler was scheduled to be provided to the patient. It is unknown if the patient had manual supplies to continue with their peritoneal dialysis therapy. Additional information was requested but was unavailable.